Manufacturer narrative:
Upon receipt of the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device. These activities are described in more detail below. Methodology used : nakanishi examined the device history record for the subject p200-bmh-hs device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. Nakanishi connected the returned device to a company-owned unit (p200-cu-100) for operation check. Nakanishi did not observe any abnormal operation in the operation check. Since the user-owned unit (p200-cu-100) was returned from the hospital, nakanishi connected the subject device to the unit. The malfunction the user complained about was not replicated. Nakanishi then turn the motor on and off by sliding the handswitch with the unit connected. There was also no abnormality confirmed in this inspection. Nakanishi boiled the p200-bmh-hs, and then cooled the device down with running water to allow water to penetrate inside of the device. In this state, nakanishi conducted an operation check and observed the motor operated normally. After the operation check (e), nakanishi disassembled the motor and performed a visual inspection. Nakanishi confirmed water ingress in the device, especially the cord assy covered by silicon. Conclusions reached based on the investigation and analysis results : nakanishi identified that the cause of malfunction of the returned device was due to a short circuit caused by water entering into the inside of the device at the time of thermo-disinfection. Nakanishi reported the above evaluation results to the doctor. Nakanishi is still discussing actions to take to prevent reoccurrence of the event.

Event description:
On (B)(6) 2015, nakanishi received a phone call from a distributor saying that an nsk surgical device had malfunctioned during an operation. The details are as follows. On (B)(6) 2015, a doctor was performing an operation. Suddenly, the motor activated, when the handswitch was in the off-state. Conversely, when pressing the handswitch in the on-state, the motor did not activate. The malfunction did not affect the operation such as delay in operation, etc., because it's only a temporary phenomenon.

Manufacturer narrative:
After considerable discussion, nakanishi decided to take the following measures to prevent reoccurrence of the unexpected activation of the device. Since nakanishi identified that the cause of malfunction of the subject device was due to a short circuit caused by water entering into the inside of the device in the initial evaluation, nakanishi modified the design of the device to directly connect the signal wires to the p.c.board (for handswitch), without going through the p.c.board (for cord). This prevents a short circuit from occurring even if water enters and stays on the p.c.board (for cord). Nakanishi also directed the overseas service center to rework the devices in stock in accordance with the instructions created for the rework.